Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) could not pass the non-cordis sheath. Hemostasis was achieved by manual compression. There was no reported patient injury. The device will be returned for analysis. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath was not kinked/bent upon removal. Excess force was applied during insertion. The patient was not morbidly obese. The hospitalization was not extended and the patient recovered.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) could not pass the non-cordis sheath. Hemostasis was achieved by manual compression. There was no reported patient injury. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath was not kinked/bent upon removal. Excess force was applied during insertion. The patient was not morbidly obese. The hospitalization was not extended, and the patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube and the sealant remained in the manufacturing position. The returned device¿s atraumatic wire distal tip was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The procedural sheath was not returned with the device. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. Per microscopic analysis, no kinks or damages on the returned device atraumatic wire distal tip were observed. A product history record (phr) review of lot f1921802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the excessive force reported, may have contributed to the reported event. The returned device performed as intended per the mynxgrip instructions for use (IFU). According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.